Event description:
The initial report had the incorrect year for the date of incident. This follow-up report has the correct year for the date of the incident which is (B)(6), 2008.

Event description:
The account generated a false negative axsym rubella igm result on prenatal patient. In 2008, the patient was 7 weeks gestation and tested axsym rubella igg positive (829.3 iu/ml) and axsym rubella igm positive (1.235 index). The next day, the axsym rubella igm specimen was repeated with a negative result (0.424 index). The negative axsym rubella igm result was reported outside of the laboratory. In 2009, the patient was 25 weeks gestation and tested axsym rubella igg positive and axsym rubella igm positive (0.903, 0.912 index). The specimen was sent to another laboratory which generated elisa rubella igg positive, elisa rubella igm positive and avidity test of high avidity. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). The initial report had the incorrect year for the date of incident. This follow-up report has the correct year for the date of the incident which is (B)(6), 2008. Evaluation - investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Clarification: the initial report had the incorrect year for the date of initial patient testing. This follow-up report has the correct year for the date of the initial patient testing which is 2008. The date of the incident was correctly identified in 2008.

Manufacturer narrative:
The initial report had the incorrect year for the date of initial patient testing.this follow-up report has the correct year for the date of the initial patient testing which is 2008. The date of the incident was correctly identified as 2008. A review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. To investigate the issue, the investigation team tested the abbott negative and positive controls using the same reagent lot. In addition, the investigation team also tested, three levels of an internal rubella igm panels. Each level is made from a human serum-based material and has a known concentration. Therefore, these panels were utilized as representative of patient specimens. All materials were stored at the abbott facility. Both abbott controls and panels were within specifications. The results demonstrate that the assay can accurately detect known concentrations of rubella igm. In addition to testing, the investigation team also reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. The review of this data did not identify any problematic trend that would suggest the abbott assay is not performing according to its labeling claims.based on this investigation, it is determined that this product is performing as expected, and no further investigation is warranted at this time. Although the investigation team is unable to provide the customer with a specific reason for the result obtained, the investigation team would like to refer to the limitations of procedure section of the assay's package insert. This section provides useful information when evaluating patient rubella igm results.this is a final report.

Manufacturer narrative:
No method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.